Event description:
A home patient reported the patient line would not prime. The home patient had all clamps open on used supply lines. No kinks were observed. The home patient stated he does not uncoil the tubing until after priming is complete to avoid stepping on the patient line. The set-up had to be discarded and new supplies were obtained. No patient injury or medical intervention was associated with this report per the home patient.